Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.

Event description:
During a follow-up tee on (B)(6) 2013, the 5mm amplatzer vascular plug 4 (avp4) was noted to have caused tissue damage in the major aortopulmonary collateral artery vessel. The patient was transferred to surgery on (B)(6) 2013 to explant the avp4. The patient is well and left the hospital after surgery.